Event description:
Information was received from a patient (pt) regarding an external device. Pt said that the device was totally dead so they charged it and now the device was fully charged, but they clicked on the little man and their name came up on the controller but in parenthesis it said not connected. Pt provided a model number on the device of proclaim 3662. Patient services (pss) understood that this was an abbott device and not mdt. Pss transferred the pt to abbott patient services for further assistance. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).